Event description:
It was reported that "empty iab box was brought into the inventory office the tech stated the iab was defective and would not inflate. Customer has no other information". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). The reported complaint for iab "unable to inflate" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action was required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "empty iab box was brought into the inventory office the tech stated the iab was defective and would not inflate. Customer has no other information". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4)